Manufacturer narrative:
Justification for not providing below information and applicable sections: patient information - no patient injury reported, device malfunction occurred. Relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Preprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f). Investigation results & findings: DHR review: the device history record for the catheter was reviewed. There were no anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. As part of the investigation , a CAPA review was conducted. No associated CAPA's with this lot number. Complaint history was reviewed ad indicated that there was one (1) previously confirmed complaint for "broken/damaged" part within the past two (2) years. Sales rate of p/n 821713c over the past 2 years = 19,919 which equates to a failure rate of 0.01%. The associated risk management file for this product was reviewed and identified the hazardous situation as "catheter breaks upon removal by pulling on its exposed end" based on the complaint failure mode that was reported - i.e. Unit was withdrawn without resistance however a segment was retained in the patient." The actual suspect unit was not returned for evaluation. The product was disposed of and therefore no investigation was possible at this time. Without the actual suspect unit being returned for evaluation, customer complaint as reported could not be confirmed or disputed at this time. This issue will be continued to be monitored.

Event description:
The surgeon withdrew the catheter without resistance or excess force, however a segment remained in the patient.